Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) central processing unit (cpu) and updated the backlight inverter. Unit passed all tests. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank lower display. There was no reported pt involvement. The date of the event is unk.